Event description:
The contact for a peritoneal dialysis (pd) patient reported finding a fluid leak following the patient's discontinued treatment. After receiving a cycler alarm, when the patient contact opened the cassette door there was fluid leaking from the cassette door. The contact was advised to contact the patient's pd nurse. The set was retained for evaluation. During follow up the patient contact reported that the patient was doing fine. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.